Event description:
It was reported that the right ventricular (rv) lead had triggered the alarm for impedance due to the high voltage impedance being out of range. Rv lead coil fracture was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis information -- 2014 (B)(6) 13:03:33 cst pli# 10 product ID# 693565 the distal portion of the lead was returned and analyzed. Analysis revealed that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d284vrc implantable cardioverter defibrillator (ICD), (B)(6) implanted: (B)(6) 2010. (B)(4).